Event description:
It was reported that the bd angiocath¿ IV catheter had foreign matter found on it before use. The following information was provided by the initial reporter, translated from japanese to english: "the catheter was burr."

Manufacturer narrative:
Investigation: bd was unable to verify the sample had a catheter burr as reported, however the catheter did have visible silicone. It should be noted that this silicone does not cause harm to the wearer and is used to aid in the slippage of the catheter during venipuncture. The root cause is the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. A corrective action project, CAPA#450094, has been initiated to investigate the issue. A review of the device history record was completed for sub-assembly #004713bjf lot 7116856 manufactured from 29-apr-17 to 31-may-17 at acam 3 machine under used in claimed lot 7117503. This lot was reviewed regarding the tests of ¿foreign matter/ visible silicone¿, "damaged component and damaged catheter" were not evidenced records that could lead to the claimed defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath IV catheter had foreign matter found on it before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the catheter was burr."